Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient reported that patient is having troubles in the modulator of her battery. Patient reported poor telemetry or no telemetry with re charging. Patient stated they are getting reposition antenna screen on the implantable neurostimulator recharger (insr) and patient cannot charge ins about a week ago. Patient stated has been pushing the green button but reposition antenna keeps appearing. Troubleshoot done. Patient was told to reposition antenna over ins and antenna locate (al) feature was reviewed. Attempted a recharge session and the issue was resolved. Al feature resolved the issue. Patient 6-8 bars. Issue was resolved. Patient stated that they were seeing 98 above the arrow in the al feature. Patient stated that other numbers showed 58 and 100. Patient stated was able to stop with 100 at the top of the arrow in the al feature. Waited 10 seconds and asked patient to push the green button to start charge session. Patient stated saw power on reset appear (por) on insr. Patient the stated the ins began charging and patient had full coupling. Patient attempted to connect to patient programmer (pp) and saw pp battery warning screen. Patient did not have any other batteries to replace the patient programmer. It was reviewed patient to replace pp batteries and likely need to call back for further troubleshoot power on reset (por). No patient symptoms or complications were reported in this event.